Event description:
During a pta treatment procedure of a 70% calcified stenosis in the brachial vein, removal difficulties were encountered. The physician was removing the guidewire along with a cutting balloon catheter through the sheath when some restriction was experienced. After removal of the guidewire, it was noted that the distal tip had separated from the wire. The tip remained in the shealth and was removed. Another guidewire was used to successfully complete the procedure. The patient's condition is reported as 'good' following the procedure. No patient injury or complications were reported.